Manufacturer narrative:
The malfunction was duplicated and the pace/defib engine board was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during incoming testing, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.